Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system was getting repeated errors c-34 on integrated electrosurgical unit (iesu/erbe). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 25913 (c-34, c-54) on the erbe. The customer had rebooted erbe several times and errors returned. The customer switched to an external generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe did not display any faulty messages upon startup. The cords were plugged in the usual fashion. Upon trying to utilize the monopolar function the error appeared and alternate cords were used and alternate instruments were tried. Technical support walked the customer through switching to a backup force triad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint of c-34, c-54 error fault. The erbe failed when it was placed on an in-house system and was run in normal mode. Failure is due to component failure. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed erbe error c-54 which indicate power supply voltage measurement value too low in on state and error c-34 which indicate high frequency voltage too low in on state related to the reported complaint. An event verification confirmed that a procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: the eebe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external esi. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.